Event description:
It was reported 11mm distal resection of medical condyle of femur. Knee was reported to be functioning well at time of close. Femoral resection was listed at 8mm, but physician felt this was a mislabeling or misinforming.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional info was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.